Manufacturer narrative:
The field service engineer determined that the sample probe was missing a seal. A slider was also found to be worn, causing improper sample probe movement. The sample probe seal and slider were replaced. Operational and mechanical checks passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alb2 albumin gen.2 on a cobas 8000 c 502 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in an albumin value of 0.40 g/dl and repeated as 3.9 g/dl. The repeat value was deemed correct. The albumin reagent lot number and expiration date were requested, but not provided.